Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Provided picture confirm the defect. However, intended use of the needle seems to be ok, no defective needle observed. Conclusion(s): based on available information and since DHR review show no abnormalities or issues during needles manufacturing process, and since no defect is observed in available picture because intended use of the needle seems to be as expected, we are not able to determine any root cause related to needle, at this time.

Event description:
It was reported that coring occurred with a needle 20ga 1 in. The following information was provided by the initial reporter, "when we inserted the needle through the cap of the affected reference, the rubber from the stopper is fragmented, sticking a small part to the needle when it is removed."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred with a needle 20ga 1in. The following information was provided by the initial reporter, "when we inserted the needle through the cap of the affected reference, the rubber from the stopper is fragmented, sticking a small part to the needle when it is removed."